Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirting from cannula. The customer¿s blood glucose was unknown. The customer was not assisted with troubleshooting. Customer stated that the insulin pump had no delivery alarm. Customer states the insulin pump had motor error and scratches and buttons unresponsive. The device will not be returned for analysis.